Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available fu data showed a pacing impedance measurement of >3000 ohms on the (B)(6) 2017, whereas the impedance trend curve was inconspicuous. Furthermore the provided iegms demonstrated the noise on the rv channel which led to shock delivery as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that the patient was admitted to emergency due to inappropriate shocks. Oversensing was noted on this lead. The lead impedance was out of range, greater than 3000 ohms. Biotronik has no information in regards to a revision. Should additional information become available this file will be updated.